Event description:
The initial attorney report alleged recurrent hernia, explant. The following is based on the medical records provided by the patient's attorney: patient underwent repair of a ventral hernia with composix mesh. On (B)(6) 2005 - patient underwent a partial excision of the composix mesh and repair of recurrent ventral hernia with composix kugel mesh. It was noted that "we were able to remove the old mesh because there was a hernia coming through this." On (B)(6) 2005 - patient presented with cellulitis and a wound seroma. The wound was opened and packed, the patient was started on cipro. On (B)(6) 2005 - patient underwent excision of abdominal infected mesh and ventral hernia repair with flat mesh. Cultures taken were noted to be negative, but the surgeon commented that "it looks like the mesh is infected at this point and causing her pain." The operative report noted "we then took the whole composix mesh out and actually some old composix mesh that was adherent to the abdominal wall. We cut this entire out." On (B)(6) 2007 - patient underwent a redo open nissen fundoplication. During this procedure, the surgeon "went through" the flat mesh and subsequently "closed the fascia including the mesh."

Manufacturer narrative:
Initially, one event was reported by the patients' attorney. However, review of the medical records showed there to be additional implants. It is unclear what is meant by the surgeons' comment "we were able to remove the old mesh because there was a hernia coming through this." However, the information provided indicated that the patient was treated for recurrence, which is a known possible adverse reaction listed in the IFU. There was no lot number included in the medical records provided; therefore, a review of the manufacturing records could not be conducted. Additionally, no sample was returned for evaluation. With the currently available information, no additional conclusion(s) can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The composix kugel mesh implanted on (B)(6) 2005, was reported to the FDA in accordance with (B)(4). See MDR 1213643-2012-00153 for information related to the flat mesh implanted on (B)(6) 2005.